Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's spouse called to report that customer was taken to emergency room for high blood glucose of 600 mg/dl. Customer was complaining of nausea. Customer has been taken zofran the past few days because of the nausea. Customer was not responding to attempts to lower the blood glucose. Customer is also taking large doses of prednisone. Customer to discuss with hcp the insulin pump setting while taking the prednisone. During troubleshooting, confirmed bolus wizard and bolus history settings are correct. The insulin pump passed the prime and high pressure tests. Nothing further was reported.